Event description:
It was reported that the customer received a power source alert while using the tandem-provided wall charging adapter and usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. There was no reported adverse impact to the customer.